Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. (Patient ID, age, date of birth and weight are unknown). According to the complainant, during the hysteroscopy phase of the procedure, the purple tubing kinked and no excessive tissue was observed at the end of the sheath. A fluid leak occurred from the cervix and the physician aborted the procedure. Additional follow up information confirmed a cervical leak occurred during the hysteroscopy phase of the procedure. It was reported that the physician did not dilate the cervix beyond 8 mm. The patient was reported to have a "floppy cervix." No alarm or error messages were generated on the console unit. There were no further complications reported with this event. The condition of the patient is reported to be fine.

Manufacturer narrative:
Updated hydrothermablation procerva procedure set batch/lot #40020 and upn #(B)(4) as reported. The device manufactured date is: 07/29/2010. The device expiration date is: 06/30/2011.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates connot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. (Patient ID, age, date of birth and weight are unknown). According to the complainant, during the hysteroscopy phase of the procedure, the purple tubing kinked and no excessive tissue was observed at the end of the sheath. A fluid leak occurred from the cervix and the physician aborted the procedure. Additional follow up information confirmed a cervical leak occurred during the hysteroscopy phase of the procedure. It was reported that the physician did not dilate the cervix beyond 8 mm. The patient was reported to have a "floppy cervix." No alarm or error messages were generated on the console unit. There were no further complications reported with this event. The condition of the patient is reported to be fine.